Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required, not blowing any air. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation observed the pca burn and ui bezel with scratches. The customer complaint was reproduced. There was multiple error codes has been identified. The device was scrapped.